Event description:
It was reported that the user who participated in the survey for ilet experience study experienced nocturnal hypoglycemia while using the ilet system, with a lowest blood glucose of 40 mg/dl and an ilet low alert received; the user attributed overnight lows to a longstanding pattern predating ilet use and corrected the event with oral carbohydrates, including glucose tablets and a sandwich. Investigation included complaint intake, user interview, and review of reported blood glucose values and alerts. Investigation of this case revealed no device malfunction reported and no component-specific failure identified, with the event characterized as hypoglycemia of unclear cause. Symptoms included sweating upon awakening. Outcomes included successful correction at home without outside assistance or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.